Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of scissors is not cutting well. Engineering placed the instrument on an in-house system for a latex cut test and the scissors cut cleanly through .006 latex. The blades were undamaged. The instrument passed electrical continuity testing. Engineering also found damage to the main tube. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the monopolar curved scissors instrument was not cutting well. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.